Event description:
Doctor reported a post-op reaction with a small female patient. She presented with a bump at the tibial incision. The doctor opened up the site and there was a pocket of yellowish, cloudly material about 2cm in diameter that looked purulent (culture was negative.) The surronding tissue looked benign. There was no effusion into the joint (looked normal). The patient cured completely. Doctor commented that he cannot see the screw in the tibial; instead he tries to feel with his finger; the screw is likely sitting proud.

Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer.